Manufacturer narrative:
Calibration and control data were acceptable. A general reagent issue can be ruled out. Upon review of the alarm trace, several abnormal aspiration alarms were observed on the day of the event. Abnormal aspiration alarms were also present for several days. These alarms indicate potential pre-analytic handling issues. Two sets of precision studies were performed. The first study indicated that pipetting precision needed to be improved. The second study was acceptable. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Calibration and control data were acceptable. Upon review of the alarm trace, several abnormal aspiration alarms were observed on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 0.93 mg/dl. The value did not agree with the historical data of the patient. The patient sample was repeated, resulting in a creatinine value of 0.13 mg/dl.